Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the surgeon cycled the er320 instrument, but the clips would not fire out. Another instrument was used to complete the case. There was no consequence to the pt.